Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that there were vessel perforation, hematoma and surgery was performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery (lad). A 1.50mm rotalink plus and a rotawire floppy were selected for use. During procedure, after the rotational speed of the device was set to 180,000 rpm, first ablation was performed for about 20 seconds. There were no resistance felt during ablation and the rotation speed did not go down. However, coronary artery perforation was noted when angiographic checking was performed. The perforation point was from the distal part of the circumflex branch base on lad. The target lesion was in the mid part of lad proximal and the perforation point was slightly before the lesion. As per physician's opinion, the event was due to the retroaction force applied to the rotawire during ablation as the rotawire and the rotational burr came close to the vessel wall that resulted in perforation. The devices were removed by pulling it out from the patient's body. The procedure was not completed due to the event. No further patient complications reported. Currently, the patient is still hospitalized but the progress was good.